Manufacturer narrative:
Neither the instrumentation nor the explants were available for evaluation. Imaging provided shows that along with the 3 instances of locking cap loosening, a screw head appears to have dislodged from the pedicle screw. Additional information provided that there may have been a traumatic event prior to the discovery of the reported issue. It is possible that this could relate to the issue; however, the exact cause could not be determined.

Event description:
It was reported that a revision surgery was done for 3 locking caps that came loose post-operatively and to extend a fusion.